Event description:
It was reported that during a gastrectomy procedure, the tissue pad came off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/03/2008. Information anticipated, but unavailble at this time.